Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted. All operating currents were normal and a battery were inserted several times. No unexpected low battery, off no power or battery out of limit alarm noted. No ramping number on their own or scrolling bar moving anomaly noted. Unit function properly during rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test. The device was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed. The device was returned for analysis.